Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the buttons were worn and difficult to pressed. The customer¿s blood glucose level was unknown at the time of the incident. The customer's family reported that the insulin pump had cracked in the battery compartment and reservoir opening had cracked. The insulin pump will not be returned for analysis.